Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse recommended to replace master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) they they were unable to control the camera from surgeon side console (ssc)2, while camera control functioned as expected from the other ssc. Tse reviewed the system logs and observed an error 1 on the affected master tool manipulator followed by the user disabling the associated arm. The user continued with the procedure using the other ssc. No known impact or patient consequence was reported.